Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via an advanced evaluation trial patient regarding an external neurostimulator (ens). Patient hasn't been able to self void, and as a result, the patient was changed from program 1 to program 2. Three days later, patient hasn't been able to have a bowel movement since thursday. On (B)(6) 2017, patient reports swelling in their ankles and takes medication for it. Patient was advised to notify their healthcare provider (hcp). A day later, patient rated the evaluation a "3" and feels symptoms are worse as they are still unable to void on their own. They had the urge to go, but nothing came out even after sitting there for awhile. The patient did not want to self-catheterize, but they had to. Assistance was given and the patient was able to adjust stimulation to 1.6v where they were comfortable. Patient isn't ready for second procedure (full implant surgery). The patient also expressed concerns about the battery life in their controller as it was half way, but the agency told them not to worry about it as they are almost done with the evaluation; patient understood. The event was stamped as "sales attention needed." On (B)(6) 2017, patient was still unable to void on their own. No further patient complications have been reported as a result of this event.